Event description:
(B)(4). Menstrual cycle that lasts for three weeks at a time, with very very heavy bleeding. Hair loss, joint pain, tooth loss, abdominal pain, back pain, mental fogginess, very tired and severe bloating. I can also feel both coils.